Manufacturer narrative:
(B)(4). The serial number of the device is unknown. The serial number label was noted missing from the device and not returned with the sample. The lot number of the returned device is suspected to be from the reported lot; however, no original packaging/label was returned. Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed ziploc bag. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 30cc inflation driveline tubing was con-nected to the short driveline tubing. The bladder was fully unwrapped. Multiple kinks to the iabc central lumen were noted at approximately 0.7cm, 9.8cm, 10.9cm, 15.6cm and 21.2cm from the iabc distal tip. No blood was noted on the interior or the exterior surfaces of the returned sample. The was likely cleaned prior to the return. No other visual damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic ins pection, a leak site consistent with contact from a sharp object was noted at approximately 0.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approxi mately 0.8cm, 9.8cm, 11cm, 15.6cm, and 21.3cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon tip damage during insertion" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found on the distal end of the bladder, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "balloon tip damage during insertion". Additional informaiton states that the iab catheter was removed and replaced with "competitor balloon". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon tip damage during insertion". Additional information states that the iab catheter was removed and replaced with "competitor balloon". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for iab "balloon tip damage during insertion" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "balloon tip damage during insertion". Additional information states that the iab catheter was removed and replaced with "competitor balloon". No patient injury or consequence reported. The patient's current condition is reported as "fine".